Event description:
It was reported that there was oversensing and noise on the lead and/or the device. It was noted that noise was not reproducible for the lead or device with pocket manipulation and that environmental noise may be a possibility at the current settings. The lead and device were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 5086mri58, implantable pacing lead - unknown implant date. (B)(4).

Manufacturer narrative:
Product event summary : performance data was collected from the device and analyzed. Analysis of this data indicated the egm (electrogram) was not available.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.